Manufacturer narrative:
Additional information: a j&j representative spoke with doctor who reported the following information from phone call: doctor reported that when she had the corneal burn on the grade 4 cataract, she says it occurred almost immediately once phaco was engaged, hence in her mind, she believes it could be the endocoat. It was explained that the endocoat as a dispersive is more ¿sticky¿ hence requires more careful removal as described in the direction for use (dfu). Bimanual ia reflux ¿ she does not like the venting setting and had no or less issues with it when turned off. She mentioned that the veritas alarm was initially ¿turned off¿ so she did not hear anything. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a female patient had a corneal burn during sculpt and required 4 sutures to close the wound. There was no post-operative complication and no permanent damage to cornea/sclera. The patient has recovered. No additional information was provided. This report is against the veritas console. Separate reports will be submitted against the veritas console, opo73 and 21g tip.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as the handpiece is not an implantable device. Section d6b: if explanted, give date: not applicable, as the handpiece is not an implantable device. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.